Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error was confirmed through review of the device history log, but could not be reproduced during testing. The device is within spec and no malfunction could not be identified. The upper and lower aux have been replaced as they are known to contribute to system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322 during an infusion in the nicu care area. It was also reported that there was no pt injury.